Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Corrected e3 and g2 fields based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely cause by excessive force by the user. This issue is addressed in the instructions for use (IFU): the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the rod was broken, there was a partial moon in the distal tip. The issue was found during reprocessing. The procedure was completed with no delay reported. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a chipped lens in the optical system. The device evaluation also found that the outer tube was bent, the light guide post was loose and there was distal fiber breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.